Manufacturer narrative:
Initial.

Event description:
It was reported that after a firmware update and device restarts, a dexcom g7 continuous glucose monitor (cgm) sensor stopped providing readings to the ilet, resulting in signal loss between the cgm and the ilet; troubleshooting included toggling settings, unpairing and repairing with the iphone app, and the sensor was paired by the end of the call, with the issue characterized as intermittent communication failure involving the antenna/electrical-magnetic subsystem. Symptoms included hyperglycemia, with a reported blood glucose of 287 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7, consistent with intermittent communication failure and implicating the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.